Event description:
It was reported that the implantable neurostimulator (ins) and extension were revised (B)(6) 2012. Refer to manufacturer report # 3004209178-2013-23870.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3387s-40, lot# v415236, implanted: 2010 (B)(6); product type lead. (B)(4).